Event description:
During an office visit, the ab rep was informed that the pt could not communicate with the implant following a fall down a flight of stairs a few weeks before. The ab rep met with the pt for device evaluation. The problem was confirmed.the surgeon decided to explant the system.